Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was dropped, resulting in a cracked screen and loss of functionality on the top portion of the display, and a replacement device was provided while the user transitioned to backup therapy with a libre 3 sensor. Symptoms included no reported clinical effects. Outcomes included no escalation of care, no hospitalization, and continued therapy via backup methods. Investigation included collection of event details and coordination for return of the damaged unit for assessment. Investigation of this case revealed physical damage consistent with external impact, with functional impairment localized to the screen component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental dropping.